Event description:
The reporter indicated that the r-wave during implant was greater than 7mv, and today it is 3mv. Ventricular undersensing was observed. The reporter also stated that they plan to reprogram the ventricular sensitivity, turn autosensing on, and obtain an x-ray.